Event description:
Reportedly, the screen remains black when the programmer is turned on.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the tablet was tested and the reported behavior was confirmed: the screen of the tablet remained black. The only way to switch off is to remove the battery. Therefore, it was not possible to extract expertise files to identify the root cause of this issue. - the subject smarttouch tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was be sent back to the field.